Event description:
The event is reported as: the adaptor sparks when bovie pencil is inserted and plugged into bovie machine. No pt injury reported.

Manufacturer narrative:
Sample is available, but was not received by MFR in time for this report, therefore, investigation is incomplete. A follow up investigation report will be sent when completed.